Event description:
Underwent novasure procedure for heavy menstrual bleeding and cramps (B) (6) 2008. Had continual rlq pain after procedure. Pain became severe in (B) (6) 2009 and ultrasound showed thickened endometrial stripe..1.2cm. My new ob/gyne tried to obtain endometrial biopsy in the office and could not enter the cervix, due to scar tissue. She took me to the operating room to do the biopsy and still was unable to enter the cervix. She entered the uterus with the hysteroscope and could not see any landmarks and was in a blind pouch. She had to perform a hysterectomy since she could not see/biopsy the entire endometrium and the endometrial stripe was 1.2 cm. The possibility of issues with the thickened endometrium and the inability to adequately biopsy tissues, we felt it was a ticking time bomb. She opened the uterus after she removed it and found asherman's syndrome with both fallopian tube openings separated from the rest of the uterus by scar tissue with blood accumulating. She reported that this was probably due to the novasure ablation procedure since the hysteroscope procedure notes/pictures prior to the ablation were normal.. And no other procedures were completed. This event needs to be reported to document the possible issues with the novasure ablation procedure and help track if there is a problem. The asherman's syndrome and stenosed cervix are not normal events and need to be reported to track potential problems with endometrial ablation or specifically the novasure product. Dates of use: (B) (6) 2008. Diagnosis or reason for use: menorrhagia. Dysmenorrhea.